Event description:
A customer reported he received the following readings on his freestyle lite blood glucose meter: 262 mg/dl, 139 mg/dl and a "hi" display message. It is unknown if the readings were obtained within ten minutes. The results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the reported meter is designed to give readings between 20 mg/dl and 500 mg/dl, and a "hi" display message will appear on the screen for readings over 500 mg/dl.